Event description:
Generator shut off several times during case. The scrub nurse said the esu display flashed briefly and the unit went dead. This happened two times. There were no error messages. Cycling power corrected the problem each time.the dr also burned his thumb; was a first degree burn.======================manufacturer response for electrosurgical generator, force fx======================most probable cause of burnt thumb was use of non insulated forceps and holes in doctor's glove.